Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ncu5, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had not been able to adjust stimulation. Recommended repositioning patient programmer or antenna over ins (stimulator). This action resolved the reported issue. She had a burning feeling at the implant site and now it was just pain. She cannot lay on her back due to it. Patient also mentioned she was sick to her stomach which patient states unrelated to implant. Patient referenced in 2014 she lost 50 lbs (pounds) and that in the past a doctor had 'butchered' her, causing her current urological issues. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.